Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for parkinson's dual. The patient reported that they encountered an out of regulation (oor) error. The patient stated that they fall all the time, and that they think they fell around the time of the oor error. The patient also had an unrelated eye surgery the day of the oor message. It was reported that the patient had a return of symptoms and anxiety, and that they weren't sure if it was related to the patient¿s medication or dbs system. The patient tried to bypass the oor in the middle of the night, but the message came back. The patient had a meeting with their healthcare provider (hcp) the next day. No complications or further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported all contacts associated with contact 2 are in the 5000-6000 range. The doctor stated they had not seen a significant change in the patient's impedances over time or since the last appointment in june. The technical services specialist (tss) reviewed running an exhaustive impedance check with the patient in various positions to potentially elicit an intermittent short circuit. No further complications were reported as a result of this event.